Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 107 mg/dl. The customer was treated for the low blood glucose with orange juice. The customer experienced no delivery alarms but did not want to troubleshoot the issue. The customer was advised to monitor the insulin pump and to call back if the alarm occurs again.